Event description:
Customer reported that the insulin pump was not delivering insulin. Customer reported that she saw air bubbles in the tubing. Customer was able to change the set and remove all air bubbles. Blood glucose level was 95 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.